Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient was admitted to the hospital with a lactate dehydrogenase (ldh) level of 906 u/l, despite 4 doses of lovenox and an increased dose of warfarin. The patient was started on IV angiomax, and continued on persantine, aspirin and warfarin. On (B)(6) 2017, a ramp study was performed and there was an initial appropriate decrease in the left ventricle chamber size with increasing pump speed; however, it plateaued at 9800 rpm without further significant change at higher speeds. Equivocal ramp study does not exclude pump thrombus. On (B)(6) 2017, another ramp study was performed and was normal. On (B)(6) 2017, the manufacturer¿s technical services representative reviewed the submitted system controller log file and the data showed a type of trajectory that has been linked to the possible presence of thrombus. On (B)(6) 2017, another system controller log file was submitted and reviewed with no unusual events observed. The pump parameters remained stable throughout the log file. On (B)(6) 2017, it was reported that the patient's laboratory values had all improved after the IV angiomax and persantine were administered. The patient was discharged home and is being closely monitored.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.